Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access hstni reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter field service engineer (fse) was dispatched due to system check imprecision. Fse replaced precision vale rotor and seal. Fse returned on 29apr2024 and replaced wash valve seal, rotor and stator. Fse also cleaned the pipettor and performed a new pressure curve and service reset and primed. Fse returned on 03may2024 and performed pipettor alignments. Fse also adjusted ultrasonics and replaced dispense probes. In conclusion, the likely cause of this event is a hardware malfunction.

Event description:
The customer reported obtaining erroneous non-reproducible elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 338998) patient results on the customers access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6). The erroneous elevated hstni result was released from the laboratory. There was a report of change to patient treatment in connection with this event. The patient was started on anti-ischemic therapy and transferred to the coronary unit. No further information was provided. No issues with sample integrity were reported by the customer. There was no report of issues with other assay reported in conjunction with this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance due to system check imprecision.